Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device failed the probe check and displayed error code u509. The distal end of the device was inspected under a microscope and found the probe was detached. The broken portion was returned and measured approximately 15mm in length. This type of probe damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during an unspecified diagnostic procedure, the probe tip broke off the hand piece. It is unknown if any device fragment fell inside the patient. The intended procedure was completed with a similar device. There was no patient injury reported. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result.